Event description:
Customer reported that a piece of the insulin pump casing was chipped off by the reservoir compartment threads. The blood glucose reading was 160 mg/dl. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.